Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after 30 seconds the blade jammed, we then removed blade from patient to trouble shoot and blade was running normal. We re-inserted blade into the cavity, and the blade then jammed again. We opened a new device and finished the procedure, the second blade that was opened worked properly. Patient was not harmed.